Event description:
It was reported by a customer that on (B)(6) 2011 the fiber tip burned at 118,031 joules. Additional information reported by the customer was during set-up the aim test was performed and the aiming beam was in good condition. The forward firing condition was observed with the aim beam. There were no error codes that were displayed on the console when this event occurred. There was no injury to the user or to the patient.

Manufacturer narrative:
(B)(4) fiber and (B)(4) tip go with (B)(4) burn of device of device component.